Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the thumb press component. Found prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned photos of a syringe and poly bag from lot # 7142871. Customer states that the syringe is missing the thumb press. The attached photos were examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There were two notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root causes: for broken plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel.